Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had a loss of therapy and was not getting good pain coverage and she needed to go in to get it fixed. The patient stated that when she charged her implant it would begin to ache in her back where it was implanted because it wasn¿t being used. The patient noted it would ache all the time and it was painful for her to charge so she stopped charging it. The patient reported that if she would bend a certain way she could feel the stimulation really fast and powerful and then it would quit when she was out of that position. The patient was pretty sure it was something to do with her leads because of this. The patient mentioned she had bumped her implant one time and her whole back swelled up but the swelling went away and her stimulator still worked for a long time after that. The device was now not working to cover the pain since 2015 and was aching when charging in 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were unsure what the circumstances were that led to the stimulation issue. The patient charged it and had no stimulation and stated that the battery aches.

Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported the ins is not working. The patient can recharge the ins and it is fully charged, but ins is not working for the patient. The patient stated only one of the leads work, but the patient did not feel stimulation. She could make adjustments to stimulation, but could not feel it. The patient thought it was odd that the recharger was not showing a call your doctor screen. Follow-up was being conducted to determine circumstances that led to event, steps take to resolve issue, cause, and serial number of device. Indication for use included failed back surgery syndrome.